Manufacturer narrative:
(B)(4). The device was received for evaluation. The device passed electrical and functional testing. External and internal inspections were performed and the device passed. The pneumatic system was tested and no issues were found. A short simulated therapy was performed successfully on the device. A review of the event history log confirmed the reported issue. The cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a high drain 105 alarm occurred on a homechoice (hc) machine during night drain five. This alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode, indicating an increased intra-peritoneal volume (iipv) event. The hp had used a different strength solution for the previous therapy in order to pull off extra fluid. The technical service representative (tsr) reviewed the therapy log. The hp¿s fill volume was 1800ml. The hp¿s drain volume was not reported. No patient injury or medical intervention was indicated in association with this report. No additional information is available.